Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. H6: code d14 applies to the system (product: surgn cart 9735665 stealth s8 premium, serial/lot: (B)(6). Code d15 applies to the software (product: sw kit 9735740 stealth s8 spine, version: 2.1.0). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a spine/sacroiliac and thoracolumbar procedure. It was reported that there was an alleged navigation inaccuracy greater than 2 mm using an imaging system. The issue was resolved by taking another navigated spin, and the accuracy was fine, allowing the surgery to proceed. The delay was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version#: 2.1.0 h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, and operational tests. No hardware parts were replaced. After the system checkout was performed, the system was returned to service and confirmed to be performing as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.